Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being submitted as an initial final report, as the malfunction was discovered at investigation. Investigation is complete. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher on november 20, 2019 revealed roller, comb, latching pins, and ratchet parts were worn. The calibration and sample mesh could not be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 20, 2019 which included replacement of the comb, roller, ratchet spring, sliding pin, ratchet gear, and latching pin. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the damaged comb, roller, latching pins and ratchet. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb, roller, ratchet spring, sliding pin, ratchet gear, and latching pin was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was report that the skin graft mesher was sent in for preventative maintenance and repair was needed. At product review and evaluation the mesher was found to have a damaged comb. No adverse events were reported as a result of this malfunction.